Event description:
Customer reportedly obtained a result of 186 mg/dl on the compact plus system while the doctor's device read 101 mg/dl within 10 minutes. No adverse event reported. No action was taken based on device result. Reqested return of suspect system and replacement was sent. Comparison performed in a doctor's office.